Manufacturer narrative:
The device was returned to olympus for evaluation and the user report was confirmed. The device evaluation determined that a faulty board caused the b30 error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, prior to an unknown diagnostic procedure, there was a b30 error on an evis exera iii video system center. The procedure was completed using a different device. There were no reports of patient harm or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely that the board failed due to the age of the device as the device was purchased more than seven years ago. Olympus will continue to monitor the field performance of this device.